Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laser fiber caught fire where the fiber connects to the plastic piece. The issue was found during the stone lithotripsy procedure which was completed with a similar device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was broken at the strain relief point and discoloration from the strain relief burning and melting. The other side of the fiber break appears to have broken without clear evidence of burning or other energy-related issues. The distal tip of the fiber appears to have either been used, burned, or have broken at about the mid-point of the distal tip. However, the definitive root cause of the malfunction could not be determined. It is possible that the issue was caused by user mishandling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not bend or coil the soltive laser fibers beyond the recommended minimum bend radius; doing so may result in light leakage or fiber breakage that could cause personal injury if the laser is fired." Olympus will continue to monitor field performance for this device.